Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level despite infusion and alleging that the insulin pump was not delivering properly. Customer had changed the infusion set but the blood glucose continued to rise. Blood glucose level at the time of the incident was ranging from 285 to 514 mg/dl. Blood glucose at the time of the call was 314 mg/dl customer treated with injection. Customer declined further troubleshooting. Customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The insulin pump will not replaced or returned for analysis.